Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with cracked display window corner, broken battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot and scratched lcd window.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 45 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with candy. The customer stated that the insulin did exit during fixed prime. The insulin pump will be returned for analysis.